Manufacturer narrative:
It was reported that during a circumcision procedure, the physician was unable to fully close and tighten the gomco device from this lot. To ensure proper technique and patient safety, the care team discontinued use of that device and used a separate 1.45 gomco device to complete the procedure successfully. Hemostasis was achieved with minimal estimated blood loss. There were no reports of death, serious injury, medical intervention, or follow up care. The customer contact was unable or unwilling to provide further incident details.

Event description:
The physician was unable to fully close and tighten the gomco device.